Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found at the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad and did not alarm any any error. The customer's blood glucose was 280 mg/dl. The caller did not observe any significant events leading to the keypad issues. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.